Event description:
It was reported that the implantable cardiac monitor was implanted after the use before date. The physician removed the monitor due to medical judgment. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).